Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned. If the product is returned, this complaint will be reopened for further investigation. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in description of non-conformance. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that infusion site reaction left abdomen. No patient injury reported.